Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the procedure, the physician retrograde treated stenoses of ria by pta balloon through right cfa. The lumen was opened and the 6f-anl2 sheath was introduced to crossover to lt liac artery. After treatment, the physician felt some resistance when trying removing it. Then it ruptured, and the distal part of sheath was remaining in patient's body. The separated portion was removed by a snare.

Manufacturer narrative:
(B)(4). Correction to initial was filed within the 30 day time frame regardless of corrected date. Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), trends, quality control and visual inspection of the returned device was conducted during the investigation. One used/damaged kcfw-6.0-18/38-45-rb-anl2-hc was returned for investigation with a balloon catheter inserted into the sheath. A tear was observed in the balloon, and some of the balloon material was entangled in the exposed sheath coiling . The sheath had completely separated into two segments. The proximal segment tubing was measured to be 35 cm in length and the tubing of the distal segment was 9 cm. Both the proximal and distal segments contained areas of tubing with accordion type wrinkles. The tip of the detached distal segment was found to be pinched shut, which was most likely caused by the snare during retrieval. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Precautions: when inserting, manipulating or withdrawing a device through an introducer always maintain introducer position. The maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Sheath introduction: if using an introducer with aq hydrophilic coating, activate hydrophilic coating by wetting the outer surface of the device with heparinized saline. Note: for best results, maintain wetted condition of device during placement." Based on the information provided that the physician felt some resistance when trying to remove the sheath, examination of the returned device and the results of our investigation, it is feasible to suggest that excessive force may have been used during removal, which would have lead to the reported failure mode. It is likely that the patient's condition (narrow aorta bifurcation through both common iliac arteries with diffuse calcified lesions) contributed to the resistance felt during removal and may have contributed to the complaint device becoming damaged. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
During the procedure, the physician retrograde treated stenoses of ria by pta balloon through right cfa. The lumen was opened and the 6f-anl2 sheath was introduced to crossover to lt iliac artery. After treatment, the physician felt some resistance when trying removing it. Then it ruptured, and the distal part of sheath was remaining in patient's body. The separated portion was removed by a snare.